Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A loss of therapeutic effect was reported by the patient. The patient reported that they have not had a lot of luck on this program. The patient reported that it was not helping their symptoms and that it was getting worse. The patient stated that it was not helping their symptoms right after they changed the program 2 weeks ago at least. The patient stated that it didn¿t feel like the other program; that they didn¿t feel anything and that before when they moved they would feel the stimulation. The patient stated that they had been trying to connect their handset and communicator to the ins for two days and they couldn¿t connect. The patient reported that they had never had problems before, that it worked perfectly connecting up until then. While on the call, patient services had the patient power off the communicator and the handset and then back on, they had the patient line the blue light up with incision, it was noted the patient didn¿t have the power cord connected to the communicator and they had the patient move rooms, trying the communicator on the right and the left side of the ins, rotating it 5 degrees on both sides. The patient was still not able to connect. It was noted that the patient had no falls or accidents and that the patient couldn¿t feel where the ins was. It was also noted that the patient had stated that both the communicator and the handset were fully charged. The patient was redirected to follow up with their health care physician (hcp) to see why they couldn¿t connect the handset and the communicator to the ins to get a reading of the program and the voltage. There were no further complications reported.